Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc. Patient later experienced a late onset nodule; hcp is not sure if it is product build up or inflammation. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) later reported patient experienced some swelling under the eye about two weeks post injection. Patient later reported to the hcp the "swelling under eye has increased and the lateral orbicularis oculi region just above the zygomatic arch is swollen as well". Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3, b5.